Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in capture threshold and a temporary loss of capture was observed. A lead dislodgement was suspected. The device was reprogrammed to resolve the event. The patient was stable.